Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient said that the lead on the right side came out yesterday during a CT scan. Patient couldn't get their IV in and they had to slide up and down on the table. Patient was unable to use device. During the call the patient said that the controller kept saying looking for device. Patient took the batteries out of the controller then put them back in - after doing this the they reported seeing the settings not available message. Pt said that the lead wasn't connected. The cord was plugged into the ens. The representative assisted and patient was able to have connection on left side as they started at 1.6. Patient felt flutter in buttocks area. Patient stated no box on right side. It was expressed to patient that they would notify representative of wire being out, and possible report of lead came out. Patient was advised to consult with doctor for more information.